Event description:
It was reported that during an embolization treatment of an aneurysm, several coils were deployed successfully. A fourth coil was positioned as there was still space within the aneurysm. The fourth coil was reported to prematurely detach within the pcom upon retraction of the delivery pusher. The coil could not be recovered. The patient was reported to suffer a posterior infarction. The dislodged coil was stented to the aortic wall with a pagasus device. The flow was restored in the pcom; however, antiplatelet drugs were not administered during the follow-up and the stent closed. The patient was reported to be in critical condition. Post procedure patient is doing better and is entering rehabilitation to learn to speak again.

Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The embolization coil remains implanted in the patient and the delivery system was discarded, therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature or difficult coil detachment and stroke as potential complications associated with use of the device.